Manufacturer narrative:
It was reported that, cuffs were applied at the surgery center and patient education was performed at the surgery center as well on instruction for using the devices. The ankle leaked at the toes and other up top of ankle. She later developed frost bite leading to wounds and plastic surgery. The reported issue was originally reported to enovis january 24, 2023 and entered as a quality issue in our complaint system for a leak. After receiving an inquiry from enovis legal department the original email communication from originator was requested. Customer's email on jan 24, 2023, states "she later developed frost bite leading to wounds and plastic surgery. The frost bite had developed by her follow up on (B)(6) 2022". A new complaint was opened to document the injury. The product was returned to enovis on 02/06/2023. Reported quality issue for leaks had been previously investigated so this cuff was not evaluated as was disposed of. In our instructions for use and labels applied to our cryo/cuff coolers include warnings to protect patients from thermal injuries such as this. There is no indication within customers email that these warnings were heeded. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that, cuffs were applied at the surgery center and patient education was performed at the surgery center as well on instruction for using the devices. The ankle leaked at the toes and other up top of ankle. She later developed frost bite leading to wounds and plastic surgery.